Event description:
Event description guidant received information that this transvenous implantable lead exhibited oversensing of noise resulting in pacing inhibition during the implant procedure. The noise did not resolve when connected to the device, so it was removed and another lead was successfully implanted. The lead was returned for analysis.